Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that from time to time, submitted pagers disappear from the view and thus, no alarming occurs. In addition, radicals are showing no values, just blanks, although the sensors and cables are connected. No known impact or consequence to patient.